Event description:
Vns pt developed an infection one month post-implant. Antiboitics were prescribed and the infection has reportedly resolved. Investigation to date has been unable to determine the cause of the reported infection. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.